Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown, product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that every time they try to charge their implant, the implant wasn't charging. Agent asked, patient said the last time they were able to charge the implant was in july, but the charging issues began in june. Patient said they saw a 'no device found' screen when trying to charge implant. Patient mentioned something about the rep using their recharger instead of the patient's; agent asked multiple times, but the patient was unclear in their description about what happened when the other recharger was used. The patient said the rep thought they may need a new recharger. Agent reviewed passive recharge mode may need to be used first. When patient took out their controller, it displayed the battery was too low and the controller needed to be charged. Agent advised patient call back once controller was charged for further troubleshooting.